Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following information for each individual patient that experienced an adverse event from the use of an ethicon product. If no specific information can be provided, please let us know and we will update the file accordingly. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported in a journal article that the patient underwent a partial mastectomy with insertion of hemostasis-purposed oxidized regenerated cellulose filling material for partial defects of the breast on unknown date and the absorbable hemostat was used. Following the procedure, the patient experienced surgical site infection and/or developed seroma. Additional information has been requested.